Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: promus elite ous mr 24 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts lifted on the first strut row. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial and femoral arteries. The 90% stenosed, 2.75mmx21mm, concentric, de novo target lesion which contained >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After engaging a 6f non-bsc guide catheter coaxially, a non-bsc guidewire was crossed through the lcx. A 2.00x9mm and a 2.50x12mm maverick balloon catheter were used to pre-dilate the lesion leaving 40% residual stenosis. A 2.50 x 24mm promus elite mr drug-eluting stent was advanced but was unable to cross the lesion. The stent was removed and the lesion dilated with the same 2.5x12mm maverick balloon. It was then noted that the struts of the promus elite stent were damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial and femoral arteries. The 90% stenosed, 2.75mmx21mm, concentric, de novo target lesion which contained >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After engaging a 6f non-bsc guide catheter coaxially, a non-bsc guidewire was crossed through the lcx. A 2.00x9mm and a 2.50x12mm maverick balloon catheter were used to pre-dilate the lesion leaving 40% residual stenosis. A 2.50 x 24mm promus elite mr drug-eluting stent was advanced but was unable to cross the lesion. The stent was removed and the lesion dilated with the same 2.5x12mm maverick balloon. It was then noted that the struts of the promus elite stent were damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable.